Event description:
It was reported that a cot tipped with a patient onboard. The service technician was asked to evaluate the cot and found that it exceeded it's life expectancy and had significant wear issues. The service technician did not repair the cot and recommended to the customer that the cot is taken out of service permanently. The service technician stated that the patient onboard remained secured to the cot during the tip and the medical personnel did not detect any injury. The operator of the cot attempted to stop the tip and sustained bruising on the leg.